Manufacturer narrative:
Date sent to the FDA: 09/6/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2013 along with concurrent abdominal sacrocolpopexy, extensive lysis of adhesions and cystoscopy due to stage iii recurrent apical vaginal prolapse, recurrent stage iii anterior vaginal prolapse, stage iii recurrent posterior vaginal prolapse, sui and history of two prior prolapse procedures. It was reported that following insertion patient experienced pain, erosion, infection, fistulae, vaginal scarring, urinary/bowel problem and neuromuscular problems. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and avaulta plus posterior biosynthetic was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.